Manufacturer narrative:
The customer's complaint is confirmed. Failure analysis of the returned device revealed that the nova max link glucose monitoring device performed within specification. Visual as well as chemical evaluation (by testing with control solution) of the returned glucose test strips revealed the strips to be compromised. The root cause could not be conclusively identified. A potential contributory root cause may be related to exposure of the test strips to extremes in temperature contrary to the storage and handling as indicated in label copy (IFU/package insert) this is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specification.

Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. Test strip lot # 1020515119, expiration date: 4/30/2017, control solution lot # none. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Meter and test strips will be returned for evaluation. Not returned to manufacturer.

Event description:
Consumer called in reporting an incident last night (B)(6) 2015 where she experienced a hypoglycemic event and the emts were called to her home. The consumer's daughter came by her house yesterday evening and noticed she was "acting funny." She prompted her mother to test her bg and she received a 67 mg/dl at 7:19 pm. She checked again at 7:37 pm and her bg was 97 mg/dl. According to the caller, she "relaxed and then took a shower and began to feel disoriented." She got out of the shower and laid down and her husband found her feeling 'unwell' and called the emt's. The emt's arrived a few minutes later and gave her an IV of glucose. She also had a coke and some sugar tabs. The emt's checked her bg with their meter and the result was in the 30's. She began to come out of it and the emts repeatedly checked her bg with their meter and her bg began to rise. She was not transported to the hospital. She checked her bg after the emts left with her nml and received a 199 mg/dl. She tested again this morning and received a 236 mg/dl. Timeline of the entire day in question below. Consumer did not check her blood glucose between 8:28 am and 7:19 pm. According to the consumer, "...she administers her insulin with her pump but inputs the dosage manually and did admit "...she may have given herself too much at some point during the day in question."